Event description:
It was reported to medtronic minimed that the customer experienced passed out due to heart blockage. The customer reported pump was no longer working due to dropped, belt clip damage and communication issue between pump and transmitter. The customer reported blood glucose value of unknown mg/dl. The customer was hospitalized and using inpen. The event involved product(s) mmt-7841zn, mmt-1884, acc-1601, unk_sensor. Troubleshooting was performed for the communication issue and it was not resolved due to transmitter was not in warranty. Advised customer to replace the belt clip. Troubleshooting was unable to perform due to customer declined it for the harm. It was unknown that the customer was using the pump for 48 hour before the reported event and it was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7841zn, acc-1601, unk_sensor. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section h6 - added medical device problem code 1183. 3. Section h6 - replaced medical device problem code 2986 in place of 2978. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per additional information received, the pump fell into water and is no longer turning on.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump powered up properly after the test battery was installed. The pump was monitored for 2 days. Display anomaly-blank display not confirmed. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. No communication-between pump & xmtr not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, peeling serial number label, scratched keypad overlay and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 30-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 30-jun-2025 in the pump history file and found 2 lost sensor alerts on 06/26/2025 and 4 lost sensor alerts on 06/27/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found corroded pcba 1, moisture damage on pcba2, corroded keypad flex traces and corroded motor flex traces. No damage noted on the force sensor. Force sensor zero offset within specification (24.3 mv). The pump passed the functional testing. Display anomaly-blank display not confirmed. No communication-between pump & xmtr not confirmed. Damage-moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.